Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed as all the device components were not returned. The reported guide separation was confirmed. Difficult to remove could not be tested due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the heavily calcified right common femoral artery (rcfa) using the preclose technique prior to with a 6fr sheath, after a transcatheter aortic valve replacement (tavr) procedure. The arteriotomy was a 6fr sheath. Reportedly, a cuff miss occurred with both proglide devices. Following the tavr procedure a suture break occurred when the attempt to deploy a third proglide device. A fourth proglide device was deployed and a cuff miss occurred. The proglide device was difficult to removed and separated where the black and silver parts meet on the shaft. The distal shaft portion was removed with hemostats. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. The patient returned two-days post procedure with a cold leg. A cut-down was performed and calcification was removed and the vessel was sutured closed. No additional information was provided.